Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) called in report on an issue with the right side wheel axle broken, making a clicking noise and will not drive straight. The caller has no further information to provide. This is brand new out of box failure, no patient involvement.